Manufacturer narrative:
On (B)(6) 2021, mentor received a device, however, it was a non-mentor device. As per confirmation from the product analysis laboratory (pal), in irwindale, we have received device that was not manufactured by mentor products. Since this record is related to a non-mentor product; there are neither deficiencies alleged nor patient injuries related to mentor products. Therefore no further investigation is required. As a result, we are closing this investigation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 350cc and suffered from a chest injury and a deflation on the left breast implant. As a result, the patient had undergone removal on (B)(6) 2021.